Event description:
It was reported that this right ventricular (rv) lead thresholds had increased. Technical services (ts) reviewed and found loss of capture on the presenting electrogram. Ts advised rv trends have risen over the last year. The health care professional noted the patient will be seen in the clinic soon. This rv lead remains in service. No adverse patient effects were reported.